Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 15 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The lesion being treated was a very calcified and 99% stenotic lesion in the lad coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.